Manufacturer narrative:
D4/h4: device serial number search yielded no results. H3: the device was received for evaluation. Service history review identified no service within the past 12 months related to the complaint, and device history record review found no related issues. Visual and functional testing was performed, which replicated the reported issue during the latch lock test, confirming that the latch lock sensor did not detect when the latch was in the locked position. The root cause was determined to be a failure of the latch lock sensor. No repair actions were documented.

Event description:
The pump was returned as it was not recognizing that the cassette was locked and could not perform the volume accuracy test. The results of the investigation confirmed that during the ¿latch lock test¿ the sensor would not detect when the latch was locked. There was no patient involvement.